Event description:
It was reported that during an endometriosis procedure, the reducer part was broken. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Device was returned for eval, but info is unavailable. Evaluation summary: the analysis results found that the device was returned with the outer gasket torn. A potential cause for this kind of damage is the contact of a sharp device with the gasket. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no batch number was provided.